Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due an infection. Vegetation wa s noted on the right ventricular (rv) lead. The system will be replaced at a future date. No further patient complications have been reported as a result of this event.